Event description:
It was reported, "I am in my first case with 2 surgeons (each grasper, dissector and scissor was checked). The long fenestrated grasper was being used to hold the hernia when the physician let go to reposition, at that time we could not see the 2nd jaw of the grasper. The physician looked for the piece for 20 mins while waiting for x-ray. The x-ray showed that the piece had gone into the hernia incision which the piece was then removed." It was also reported that there was no patient injury.

Manufacturer narrative:
I apologize for the lateness of this medwatch submission this incident was discovered on a trend analysis for a recent complaint regarding the same issue. Originally this incident was evaluated as a non-reportable event. This event is related to a sentinel event report on medwatch 1320894-2013-00015; and therefore is being reported to the FDA. Detachatip multi-use instruments are provided in a variety of shaft configurations: scissors, graspers, dissectors, and various handle configurations. The suspect device is a multi-use laparoscopic long fenestrated grasper intended to grasp tissue in a variety of endoscopic procedures. Device history record and assembly level lot history record pertaining to cat# 3-1006, lot# 1305071 was found to be complete and in compliance. The review of these manufacturing documents has verified that the devices were produced according to current and approved procedures and material specifications. An ncr and tda, temporary deviation approval, was initiated which identified issues generally unrelated with this specific failure mode (related to jaw size specifications that may lead to jaw misalignment). All instruments released are documented to have passed both a riveting machine setup inspection and a final, overall inspection. The device was examined in the laboratory. The device was in poor condition exhibiting a broken, detached jaw. This device does not function as design and intended. The laboratory was able to visually verify the reported failure mode thus, this complaint is confirmed. Potential causes of these type of reported failures are mitigated through functional testing in production. The probable cause of this complaint could be bent or severly misaligned jaws due to device damage during use (abrupt twisting), handling, or by contact with other instruments during cleaning and sterilization. The jaws must be properly aligned and fully close to be released by production. It is unlikely that the device would have been released in its damaged/misaligned condition. It is unknown how many surgical uses and sterilization cycles this instrument has been placed through. The IFU, instructions for use, states that "detachatip laparoscopic instruments have been validated for twenty (20) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during decontamination and resterilization. Final determination of the device lifetime is at the discretion of the operator." Thus, device damage during the cleaning could be a possible cause for this complaint, as well as the device may be beyond its useful life span. Also, a study was conducted to evaluate how much side-load forces can be applied to various d-tip jaws. The study has demonstrated through testing that the jaws used can withstand side-load forces subjected during normal surgery and may misalign during excessive or extreme surgical condition (forces above 4 lbf). Thus, excessive force used by the end user could be another potential cause for this failure mode. This complaint investigation has not identified any manufacturing related defect. The complaint is likely use, end-user and/or device lifespan related. Therefore, corrective action is not recommended as a result of this complaint. Conmed is considering this complaint closed.